Manufacturer narrative:
Siemens' investigation into the reported incident confirmed that the root cause of the issue was the table side controller (right). This part was ordered and replaced at the customer site. Customer address: (B)(6).

Event description:
Siemens was notified on (B)(6) 2013 that a siemens customer service engineer (cse) received a customer report that the table moved slowly, automatically by itself at isocenter direction during a patient treatment without any operation command. Reportedly, the console did not display an interlock during the motion. The technician was watching the monitor carefully in the control room; therefore, radon was stopped as soon as the motion happened, which prevented the patient from a mistreatment. This table motion did not stop until the table hit the panel positioner. There is no report of injury or mistreatment to the patient. This reported issue occured in (B)(6).